Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(4) of an event of "the patient did not wear a mask" and peritonitis in the patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient did not wear a mask during peritoneal dialysis which resulted in peritonitis on (B)(6) 2011. The patient was hospitalized for the peritonitis on (B)(6) 2011 treatment information was not provided. On (B)(6) 2011, the patient was discharged from the hospital and was recovering from the peritonitis. Outcome for the event of the patient did not wear a mask was not reported. Dianeal therapy was ongoing. The nurse stated that the event of peritonitis was not related to dianeal therapy, but did not provide an opinion of causality for the event of the patient did not wear a mask. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot number gd884460 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the peritonitis was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.